Event description:
It was reported there was a catheter revision done. It was unclear what the cause was of the revision. Follow up information had been requested, however was unavailable at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(4), product type catheter, product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8590-9, lot# n307740, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).